Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator was in backup mode. The cause of the reset was unknown and no defibrillation therapy was unavailable during that time. The device was able to be successfully reprogrammed. The patient was stable and asymptomatic.